Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew on the header of the implantable pulse generator (ipg) got caught on the tip of the screwdriver and fell outside of the connector. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.